Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (7.5 mg/ml at a dose of 1.8 mg/day), clonidine (225.0 mcg/ml at a dose of 53.93 mcg/day), midazolam (1.0 mg/ml at a dose of 0.2397 mc/day) and bupivacaine (20.0 mg/ml at a dose of 4.794 mg/day) via an implantable pump for an unknown indication. On (B)(6) 2016, during a pump refill, a volume discrepancy was observed. The estimated reservoir volume (erv) was 3.1 ml and the actual reservoir volume (arv) was 28 ml. There were no pump alarms and the downloaded logs did not contain any abnormalities. It was noted the patient experienced withdrawals specifically, nausea and sweating over a period of weeks. The rep was unsure of the future plans and the issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.